Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9 (date returned to mfg2. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion part light bundle is indented, the outer tube of the insertion section is severely crushed in multiple places, the outer protective layer of the universal cord is deteriorated, bulging and wrinkled and component failure of the insertion section and the universal cord. A root cause could not be identified. Based on the investigation results, the following factors likely contributed to the malfunction: the insertion part light bundle is indented, resulting in a dark image. The insertion part is concave due to a component failure in the insertion section, likely caused by excessive force. The outer tube of the insertion section is severely crushed in multiple places, which also appears to be due to a component failure in the insertion section caused by excessive force. The outer protective layer of the universal cord is deteriorated, bulging, and wrinkled, likely due to time-related deterioration of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image is dark and the insertion part is concave. The issue occurred during maintenance. There were no reports of patient involvement.